Manufacturer narrative:
H1 - type of event - serious corrected to malfunction. H4 - manufacture date: 31-mar-2026 corrected to 05-april-2023.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -5.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. It was reported that the patient has refractive surprise. The surgeon performed lri surgery. Lens remains implanted. It was reported that the cause of the event was reported as a user error with no device causality and noted "surgeon planned astigmatism correction with lri which doesn't work". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - reportedly in follow up email refractive treatment (lasik) was performed on an unknown date. This resolved the problem. D4 - unique identifier (UDI) #: (B)(4). H1 - type of reportable event: serious to malfunction. H4 - device manufacture date: 05-apr-2023 corrected to 02-apr-2023. Claim #(B)(4).